Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A motor error alarm was noted during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.